Event description:
It was reported that the patient's blood glucose level reached 30 mmol/l (540 mg/dl). The pink slide did not move forward indicating that a needle mechanism failure occurred. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses and showing evidence of typical user-device interaction. No problems were found that would result in the reported needle mechanism complaint. The pod functioned as intended.